Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that erroneous results occurring with a bd a-line¿. The following information was provided by the initial reporter: issues with cartridges failing on their abg analyzer. The supplier has suggested it is an issue with the abg syringe.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that erroneous results occurring with a bd a-line¿. The following information was provided by the initial reporter: issues with cartridges failing on their abg analyzer. The supplier has suggested it is an issue with the abg syringe.